Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the affected procedure. Customer reported a 2-to-5-minute delay to remove the required medication, propofol. Patient or user harm was not reported. This event is recorded in complaint number (B)(6). A field service engineer evaluated the device and determined that the device's power supply battery required replacement. The field service engineer replaced the battery to resolve.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the affected procedure. Customer reported a 2-to-5-minute delay to remove the required medication, propofol. Patient or user harm was not reported.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system crashed to a blue screen and requested a password three times during the day, each time in the middle of a case. The user rebooted the system in attempt to recover it. The customer reported a 2-to-5-minute delay to remove the required medication, propofol. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, e3, h6, h10. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-jul-2021 to 18- jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system crashed to a blue screen and requested for password. A field service engineer replaced the ups battery as the backup battery was damaged. The system functioned as intended after the field service engineer troubleshot the device.